Event description:
It was reported that pump battery did not hold a charge and touchscreen was unresponsive, and patient did not want to troubleshoot issues with pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by customer or technical support.